Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 300 mg/dl and 400 mg/dl range due to a bent cannula. The patient was wondering why the insulin pump did not alarm with no delivery. Troubleshooting did not occur since her blood glucose decreased once she changed her infusion set. No products were returned or replaced.